Manufacturer narrative:
Lab testing: pcb installed into test unit and output voltages checked and found the +5vdc output is unstable. Unit ran overnight and went "fail to cycle" error code e-39 displayed. The failure of this pcb was caused by the failure of ic u3 and a l269p switching regulator. No corrective action determined.

Event description:
Hosp reported unit went e39 fail to cycle intermittently. No pt injury or problems reported to service technician at time of service.